Event description:
It was reported that four days after the pacing system was implanted there was indication of right "ventricular pacing failure". The lead was repositioned the following day. Ventricular pacing failure was found again a couple of days later and a cardiac perforation was suspected. An angiography was performed and a cardiac perforation was observed. The pacing system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.